Event description:
It was confirmed during inspection of the returned pump that a "cassette not properly attached" alarm was identified in the event log. There were no patient involvement and no patient harm reported in this event. If this malfunction were to recur during infusion, it could interrupt therapy and potentially affect the patient.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event log identified a "cassette not properly attached" alarm. A review of the available service history identified no previous related repairs within the last 12 months. Visual and functional inspection found the downstream occlusion (dso) seal to be ripped. The dso sensor and seal were replaced, confirming the customer complaint of a cassette not attached error. The probable cause was determined to be a damaged/unresponsive dso sensor. Dso/uso sensor calibration was performed and the pump subsequently passed performance verification testing (pvt) and all functional testing criteria.